Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "a ruptured saline implant" on an unknown side. Healthcare professional later reported patient "had surgery with us for breast dissatisfaction and had saline implants which we ruptured in the office prior to surgery" device has been explanted.

Event description:
Previous medwatch submission noted deflation. Upon further information, abbvie medical safety has determined that the event of deflation is not device related and is no longer reportable.